Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Caller stated that the device was not working at night. Patient had not been able to feel stim for the last month and a half to two months. Caller reported it was progressively worse the last 2-3 weeks. Caller reported it works great during the day. Caller reported patient was on program 1 at 3.9 volts and patient was set there for a long time she said. Caller reported they raised it to 4.2 or 4.3 volts and it was uncomfortable, so they lowered it to 3.9 volts where it was comfortable. Patient had access to patient programmer and it showed stim was off at 3.8 volts on program 1. Caller turned therapy on. It was reviewed with the patient that therapy needed to be on for it to be effective. Patient felt stimulation. Patient turned stim down to 1. Volts and turned stim on. Patient increased stim to 1.9 volts. Patient reported that at night patient was completely wet and had already filled 3 beakers. Caller reported that the patient¿s urine is heavy at the beginning of the night and then after it gets better. Caller reported that the patient had frequency and incontinence. Caller reported a fall related to this issue and reported that patient took a fall maybe two weeks ago. Caller reported that the patient replaced the batteries on their patient programmer. Patient reported trying another program in the past. Patient can¿t remember if it was program 2 or 3. Patient was redirected to the healthcare professional (hcp) if the issue does not resolve. No further symptoms or complications reported or anticipated.